Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the right ventricular (rv) lead displayed under-sensing. The cause of death was listed as coronary artery disease with underlying factors of acute renal failure and (B)(6). Additional information revealed a diagnosis of vegetation of the aortic valve and (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.